Manufacturer narrative:
Updated to include medsun report number.

Manufacturer narrative:
It was reported that there was no blood return from all three lines. An additional line was placed. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
No blood return. Additional line needed to be placed.

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6.